Manufacturer narrative:
Reference: voluntary medwatch report # mw5152725.

Event description:
Voluntary medwatch received states that the lead was causing an unspecified issue with the patient¿s heart. No further information was available.